Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the flex cable at the rear response button was damaged, creating an open connection. The root cause of the damaged cable cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.